Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. Product ID 3057, product type screening device.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient accidently pulled their leads out as they were using the bathroom at work. It was noted that they had a follow up appointment scheduled with their healthcare provider on (B)(6) 2017. There were no patient complications reported as a result of this event.